Manufacturer narrative:
The company service representative examined the system, confirmed, and replicated the reported event. The nonconforming xenon lamp was replaced. It cannot be determined, conclusively, how this component became nonconforming. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming xenon lamp. It cannot be determined how this component became nonconforming. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before a vitrectomy retinal surgery in an ophthalmic operating console the lamp failed turned to on. Surgery completed by auxiliary illuminator. There was no patient impact.